Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2022-01441 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that while using kit bd max enteric viral panel that there were false negative results. The following information was provided by the initial reporter: equalis calicivirus: 2 samples false negative on bd max, correct positive when analyzed with genexpert. Rerun positive on bd max. See run (B)(6) (10 okt) and run (B)(6) (20 okt), samples (B)(6). Did you receive reports from other customers that had problems with this eqa panel? Could you check if run (B)(6)(low sensitivity) was by any means inferior to run (B)(6)(results ok)? There has been no harm to patients.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Common device name: gastrointestinal pathogen panel multiplex nucleic acid-based assay system. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: unknown.